Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the software and firmware were reloaded onto the imaging system. It was noted that the photo sensor tab was bent and was mended by the representative. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the gantry door of the imaging system would not open. The reported issue occurred following an image acquisition was performed. The imaging system was restarted, but functionality was not restored. The gantry would move in the x and y directions. The representative reported the door opened, closed and would not open again. The representative reported that the door was attempted to be opened and closed six times total. Each attempt and troubleshooting measure, including pressing the door closed button, attempting with the imaging system disconnected from the viewing station of the imaging system and when re-homing the gantry. The imaging system gantry would then not be capable of re-homing. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.